Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: unique identifier (UDI)#. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported pcu turn off during infusion issue was not replicated during investigation. The suspect device was fully evaluated, and no issues or malfunctions were observed during the investigation. External and internal inspection of the returned devices showed no obvious issues or anomalies. All parts inspected were manufactured by bd. Battery conditioning and power cycler test were performed in order to replicate the issue of the complaint, and no issues or malfunctions were found during the investigation. The event date and time provided by the facility was august 25, 2025, at 2:00 am. An event log analysis was conducted using the logs returned by the facility. During the review of the logs corresponding to the reported date and time, no syringe module was attached or sudden power-off or activity related to the complaint issue was observed. At 8:46 pm on (B)(6) 2025, pump module 8100 (s/n: (B)(6) on channel a was performing a prior infusion using guardrails fluid setup with sodium chloride 0.9%. The pump was selected, and the infusion parameters were reconfigured: rate = 14.955 ml/h, vtbi initially set to 250 ml but then canceled and reconfigured to 20 ml for an expected duration of 1 hour and 20 minutes. The infusion was started. Primary volume infused (pvi) = 784.722 ml, accumulated from prior infusions. At 10:06 pm, the infusion was completed. Pvi = 804.732 ml, and a kvo (keep vein open) infusion started. From 10:07 pm to 10:08 pm, the restart button was pressed, then the pump module was channeled off, and the system was powered down. Final pvi = 804.933 ml. At 2:04 am, on (B)(6) 2025, the concomitant pcu was turned on. The suspect pump module was assigned to channel a. The pump was then selected, and the infusion was restored with the following parameters: rate - 14.955 ml/h and vtbi = 20 ml for an expected duration of 1 hour and 20 minutes. The infusion started with a primary volume infused (pvi) of 804.933 ml. At 2:06 am, an occluded patient side alarm was displayed. Pvi = 805.073 ml. At 2:07 am, the pump was restarted. From 2:08 am to 2:09 am, the pump module was selected, and the weight was reconfigured to 106.4 kg. The rate was recalculated to 15.96 ml/h, and vtbi was set to 19.4 ml for an expected duration of 1 hour and 13 minutes. The infusion started with pvi = 805.606 ml. At 2:09 am, the pump was selected again, and the rate remained at 15.96 ml/h. Vtbi was modified to 200 ml for an expected duration of 12 hours and 30 minutes. The infusion started with pvi = 805.633 ml. At 2:50 am, the pump was paused. Pvi = 816.473 ml, the pump channel was then channeled off, and the system was powered down. No other infusion was performed. The bd alaris user manual v12.3.2 states the following: proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, infusion sets, and accessories. Read all instructions, including those for all attached module(s) and associated disposables before using the bd alaris¿ system. The bd alaris¿ system is not intended to replace supervision by medical personnel. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the system shutting down during infusion could not be definitively conclusive due to the exclusion of data available on the pcu and syringe module not being sent in, we are unable to confirm the sudden turn off during infusion. However, it was observed that the device was turned off six hours before the reported event (august 24, 2025, at 10:08:03 pm) and was turned on again at the same time as the reported time of event (august 25, 2025, at 2:04:24 am). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump module was claimed to have turned off during infusion. There was patient involvement and no harm. The customer later provided the following information: the hospital staff stated that the whole pc shut down, which shut down the syringe pump module too. The event happened on 8/25 at 2am.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump module was claimed to have turned off during infusion. There was patient involvement and no harm. The customer later provided the following information: the hospital staff stated that the whole pc shut down, which shut down the syringe pump module too. The event happened on 8/25 at 2am.